Manufacturer narrative:
Allegation related to "infection" was reported. The ambicor cylinders, pump and tubing were visually inspected. Both cylinders had leaks with broken fabric treads in the proximal cylinder body attributed to sharp instrument damage which likely occurred during the explant; large hole/damage was present, (see attached image). Due to this damage being consistent with explant it will be considered a secondary failure. Both cylinders also had broken fabric treads in cylinder body, (see attached image). Both cylinders had wear at folds. The kink resistant tubing (krt) identified to be cut apart that was result of sharp instrument damage. There was no damage to the pump. Both cylinders had broken fabric threads in cylinder body. There was no additional malfunction identified. Product analysis was unable to confirm the reported allegation related to infection; however, product analysis confirmed device malfunction based on the identification of the broken fabric threads. The product record review confirmed the reported events do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction related to the reported events was not identified and the adverse events of "infection" and pain are included in the product labeling and hazard analysis. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient had a surgical procedure to revise a inflatable penile prosthesis(ipp) device due to an infection. Upon receiving the replacement device the customer claims that the coloplast does not belong to them.

Event description:
It was reported that the patient had a surgical procedure to revise a inflatable penile prosthesis(ipp) device due to an infection. Upon receiving the replacement device the customer claims that the coloplast does not belong to them.